Manufacturer narrative:
Updated information: d9. Investigation summary: no product samples, pictures, or videos were received for investigation. However, sister samples were received under other complaint numbers. The received sister samples were reviewed and there were samples that were found to have tearing on the seals. The probable cause of the torn seals is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The device history record was reviewed, and the lot number was found to fall under the scope of CAPA (corrective and preventative actions) which are in progress.

Event description:
A tego¿ connector was reportedly during user in a hemodialysis session, and the connector needed to be replaced. The hospital infection service was activated to report a healthcare-associated infection associated with the central venous catheter. Additional information was later received stating that the reported event did not cause or contribute to any patient harm or clinical injuries. Furthermore, it was reported that the involved patient did not suffer any type of infection.

Manufacturer narrative:
The device is available for return; however, it has not yet been received. Initial reporter (full) phone #: (B)(6).